Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present (medication, programmed amount and delivery rate unknown). No pt involvement was reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4) the device was received and evaluated by baxter. The evaluation confirmed the upper ultrasonic sensor readings to be below specification. The device was not within specification. With a low ultrasonic reading, the device will be more sensitive to air and upstream occlusion alarms. The ultrasonic sensor will be replaced.